Manufacturer narrative:
No device associated with this report was received for examination. Another report is found against this product/lot combination. It is recognized however that it involves this same patient and same individual device. It is the result of this complaint having been transferred/ reopened and so it is not a secondary report. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: unavailable. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - clinical report states that the patient was revised because of loosening of the femoral component. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the patient was found to have osteolysis behind their femur. The polyethylene had some wear on it.